Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pregnant customer reported bleeding after the removal insertion of the adc freestyle libre sensor. As a result of the bleeding, the customer was unable to monitor their blood glucose and became hyperglycemia. On (B)(6) 2020, hcp contact was made and a blood glucose of 411 mg/dl was obtained on an unknown meter and the customer was treated with a serum and insulin for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.